Event description:
It was reported that an initial left total hip arthroplasty was performed on (B)(6) 2017 due to left femoral neck fracture. Avantage cemented shell ø48mm (handle in (B)(4)), avantage inlay s48 (handle in (B)(4)), optipac-s 60 refobacin bone cement lot a710b05615 (handle in (B)(4)) and lot b708c06355 (handle in (B)(4)), femoral stem 12/14 (handle in (B)(4)) and femoral head sterile 12/14 (handle in (B)(4)) and intramedullary plug were implanted. Subsequently, the patient experienced redness and drainage from the surgical site, was placed on prophylactic antibiotics, and was admitted for observation to rule out infection. Infection was ruled out, and the drainage discontinued without further complication. Wound complication lasted until mid-february as per patient. Subsequently, the patient was revised on (B)(6) due to recurrent dislocations, instability, and impingement. During the revision, a hematoma was noted as well as an absent posterior joint capsule. The avantage cemented shellø48mm was left in place (investigated in the current complaint (B)(4)). The stem (investigated in (B)(4)) and femoral head (investigated in (B)(4)) were replaced with a competitor product, and the bearing (investigated in (B)(4)) was replaced by the avantage inlay s48 / 28. The optipac-s 60 refobacin bone cement lot b708c06355 has been investigated in (B)(4)and the optipac-s 60 refobacin bone cement lot a710b05615 has been investigated in (B)(4). On (B)(6) 2018, the patient underwent a stage 1 revision of all components with implantation of an antibiotic spacer due to femoral periprosthetic fracture and concurrent infection (investigated in (B)(4)). The spacer was removed during the stage 2 revision on (B)(6) 2019. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11 - concomitant medical products: avantage inlay s48 / 22,2; item: p0560048; lot: 0001102705 (investigated in (B)(4)) optipac-s 60 refobacin bone cement r item: 4711500396-1 lot: a710b05615 (investigated in (B)(4)) optipac-s 60 refobacin bone cement r item: 4711500396-1 lot: b708c06355 (investigated in (B)(4)) femoral stem 12/14 item: 00811400100; lot: 63735436 (investigated in (B)(4)) femoral head sterile 12/14 item: 00801802230 and lot: 63677745 (investigated in (B)(4)) intramedullary plug item 02994000 / lot 172102309 (not a zimmer biomet product) the device was not returned to the manufacturer. Therefore it could not be analyzed. No pictures or x-rays have been received. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 12 products avantage cemented cup s48, reference p0463048, batch 0001105980 were manufactured on 24 march 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaints have been recorded for avantage cemented cup s48, reference p0463048, batch 0001105980 regarding the reported event within one year than the complaints related to the current implant and patient. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correct datas. The following sections were updated: e1, g4, h2, h6, h10 the device was not returned to the manufacturer. Therefore it could not be analyzed. Surgical report has been received and reviewed and it was found that according to the surgeon who performed the revision surgery, the devices were very unstable due to impingement. This, might potentially explain why the patient suffered from dislocation. The review of the device manufacturing quality record indicates that 12 products avantage cemented cup s48, reference (B)(4), batch 0001105980 were manufactured on 24 march 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaints have been recorded for avantage cemented cup s48, reference p0463048, batch 0001105980 regarding the reported event within one year than the complaints related to the current implant and patient. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an initial left total hip arthroplasty was performed on (B)(6) 2017 due to left femoral neck fracture. Avantage cemented shell diam 48 mm, avantage inlay size 48, optipac size 60 refobacin bone cement batch a710b05615, and lot b708c06355, femoral stem 12/14, and femoral head sterile 12/14 and intramedullary plug were implanted. Subsequently, the patient experienced redness and drainage from the surgical site, was placed on prophylactic antibiotics, and was admitted for observation to rule out infection. Infection was ruled out, and the drainage discontinued without further complication. Wound complication lasted until mid-february as per patient. Subsequently, the patient was revised on(B)(6) 2018 due to recurrent dislocations, instability, and impingement. During the revision, a hematoma was noted as well as an absent posterior joint capsule. The avantage cemented shell diam 48mm was left in place. The stem and femoral head were replaced with a competitor product, and the bearing was replaced by the avantage inlay size 48/28. On (B)(6) 2018, the patient underwent a stage 1 revision of all components with implantation of an antibiotic spacer due to femoral periprosthetic fracture and concurrent infection. The spacer was removed during the stage 2 revision on (B)(6) 2019. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products- avantage inlay s48 / 22,2; item: p0560048; lot: 0001102705; optipac-s 60 refobacin bone cement r, item: 4711500396-1, lot: a710b05615; optipac-s 60 refobacin bone cement r, item: 4711500396-1 lot: b708c05355; femoral stem 12/14, item: 00811400100; lot: 63735436; femoral head sterile 12/14, item: 00801802230 and lot: 63677745. The review of the device manufacturing quality record indicates that (B)(4) products avantage cemented shell ss ø48mm, reference: p0463048, batch: 0001105980 were manufactured on 7 march 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an initial left total hip arthroplasty was performed with implantation of an avantage cemented shell ø48mm, avantage inlay s48, optipac-s 60 refobacin bone cement, femoral stem 12/14 and femoral head sterile 12/14 on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2018 due to recurrent dislocations, instability, and impingement. During the revision, a hematoma was noted as well as an absent posterior joint capsule. The avantage cemented shellø48mm was left in place. The stem and femoral head were replaced with a competitor product, and the bearing was replaced by the avantage inlay s48 / 28.